Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 33 mg/dl with difficulty speaking, confusion and cognitive impairment associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and received third party assistance from emergency medical services and was treated with IV fluids and oral carbohydrates as needed. During troubleshooting with customer technical support (cts), it was reported that the patient's healthcare provider made recent changes to their basal rate and bolus settings. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: the last basal delivery was (B)(6) 2016 at 09:04 am; the date of the complaint had been overwritten due to continued use of the device. The total daily doses added up correctly and reflected the programmed basal rate target with no delivery interruptions noted. The ez-prime steps were performed correctly with no issues observed. The pump reflected 24 units after a 24 hour on 1u/hr duration test. A 10 unit normal and 10 unit audio bolus were correctly programmed and delivered. The product delivered within specification; the original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.